Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection reflin (1g, frequency and route not reported), injection fortum (1g, frequency and route not reported) and injection amikacin (100mg per day for one bag; route not reported) for peritonitis. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).